Event description:
It was reported that a "pump will automatically turn itself on after the device is powered off." It was also reoperated that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting.